Event description:
Health care professional (hcp) reported patients(pt.) Receiving hemodialysis treatment (tx) on 1550 devices had low serum bicarbonate levels on their laboratory reports. At this time, hcp was unable to give exact numbers of pt that were affected. However on 07/20/99,hcp did report that currently thirty(30) pt's are receiving bicitra, and of these 30 pt's, 18 had serum bicarbonate levels < 18. No other medical interventin has been necessary per hcp. At this time hcp is not attributing the low serum bicarbonate to a device problem, but states she believes it is due to the way they are mixing the bicarbonate.